Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor fell off after a day of wear. As a result, the customer was unable to obtained sensor scans and was unable to self-treat due to unspecified symptoms. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and provided unspecified treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor fell off after a day of wear. As a result, the customer was unable to obtained sensor scans and was unable to self-treat due to unspecified symptoms. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and provided unspecified treatment. No further information was reported. There was no report of death or permanent injury associated with this event.